Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) lead, implanted (B)(6) 2019; (B)(4) crt-d, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead and right ventricular (rv) lead exhibited a high pacing threshold. The lv lead and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had presented to the emergency department due to shortness of breath and acute congestive heart failure. It was found that the lv lead was not capturing and that the threshold had increased. The lead was subsequently reprogrammed. The patient is a participant in the post approval clinical surveillance product surveillance registry.